Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient device was found to be undersensing due to poor pocket contact. The device also stored multiple brady episodes that were appropriate. The clinician will continue monitoring the device. No symptoms reported.